Event description:
It was reported that customer had infusion set changed and blood glucose reading went high and low. Customer's blood glucose was 608mg/dl then went down 177mg/dl. Customer stated before changing the infusion set, the blood glucose was 52mg/dl. Customer refused troubleshooting stated wanted adjustment done to the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.